Event description:
I had a medtronic intrathecal baclofen itb implanted (B)(6) 2014 at (B)(6) and have had nothing but problems with the pump, including a pump pocket hematoma leading to internal bleeding and a blood transfusion. The pump worked for about 2 months and I started having increased spasticity. In (B)(6) 2014 I had the pump and catheter revised due to pain. I continued having increased spasticity. Fast forward to (B)(6) 2015 at the pump refill appointment. I was only supposed to have 3.3 ml left in the pump, but I had 9.5 ml, indicating that I was not getting baclofen. I went to the ed due to a marked increase in spasticity. My neurosurgeon at (B)(6) did one investigative test and we learned that there was no baclofen in the catheter. I declined further testing because in the year since I had the itb installed I had multiple problems, including a bridge bolus programming error with the medtronic telemetry device, which resulted in another ed visit due to an overdose of the baclofen. We had changed the baclofen concentration and the program administered 13 additional hours of administration of the higher dose. I suspect a seizure I had on (B)(6) 2015, which incapacitated me for 36 hours, was somehow related to the itb malfunctioning. After discussion with my neurosurgeon, I was unwilling to accept further risks from the pump. Plus, the baclofen trial gave me false hope of the potential effectiveness of the device, which was not replicated after the itb was implanted. Boo. After a week in the hosp to reduce the % of baclofen being delivered, the itb was surgically removed on (B)(6) 2015. The neurosurgeon reported to me that the pump catheter was "severely" kinked at the connector. Severely meant the catheter was bent at a 90 degree angle. Due to my level of functioning, I lead a sedentary life. I do not engage in contact sports, exercise beyond walking, or anything that could cause a catheter to kink. My concern is that how can an implanted catheter that is supposed to delivery baclofen continuously be so flimsy that it could bend at 90 degrees and place me in such danger. I have been off work for 2 weeks and counting. Boo.